Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump display, specifically the decimal point button, was delayed in responding to touch, and oftentimes "unresponsive." The customer's blood glucose level was 500 mg/dl. The customer reverted to manual injections for insulin therapy.